Manufacturer narrative:
Importer/complaint handler narrative: actual product was not returned for evaluation. Retain strips of specified lot were tested with reference meter and passed testing with no failures detected. If either meter or strips is returned, (B)(4) (importer and complaint handler) will evaluate the product and file a follow-up report.

Event description:
Customer was transferred from inktel for issues where control solution testing was outside of the range. Customer wants a new meter and test strips sent out. Attempted to have customer perform a cs test to check range on meter. Customer was very uncooperative, angry, unpleasant and impatient. Customer stated that inktel representative told her we were going to replace everything for her. Tried to explain we need to troubleshoot meter to determine if there is an issue, this made her very angry. Customer stated that meter has issues testing cs out of range. She said that on (B)(6) 2019, she had to go to the emergency room because her reading that day was 500, but when she was tested at the emergency room her reading was 300. This is a 40% variance in zones a & b. Customer was driven to emergency room. She did not call 911 and was not assisted by paramedics. Customer was uncooperative to provide control solution lot information or expiration date. After great deal of resistance, the customer performed a control solution test and stated the result was 242. I attempted to ask her questions about the incident that occurred on (B)(6) 2019 to determine if we need it do an incident report and she got very angry and started to use profanity at that point. I told her I need to ask her questions and she stated we need to replace her meter and test strips which I had already agreed to. She was ranting that she was going to see an attorney. Caller continued to be uncooperative and upset and would not complete the incident report. Replaced meter and strips and sent cs and rl.